Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Other: a received. No conclusion can be drawn. Impedance, high lead(s), fracture of lead(s), shock from.

Event description:
It was reported that the right ventricular lead was capped due to an apparent lead fracture. No patient complications have been reported as a result of this event.

Event description:
3500 a received.